Event description:
It was reported that there was missing additive and fibrin formed, stopper was also coming loose during centrifuge, poor barrier separation with a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter, translated from portuguese to english: the tube has formed fibrin and the gel has been mixed with the sample leaving the sample gelatinous. The tube cap is loosening when centrifuging. The customer has had problems with the tube for some months. Customer reported that received several batches but only had this batch at the time. However, she emphasized that the batches changed but the tube was always the same. Additionally, on 2020-09-10 the bd sales consultant provided the following additional information: the stoppers come loose inside the centrifuge; formation of fibrin impairing aspirating of the equipment the gel mixes with the sample; the material does not separate completely, leaving a thick layer of red blood cells on the wall of the tubes. For the fibrin formation incident: ¿ was the tube mixed correctly after collection? What is the batch and catalog of the product? Every nursing team that performs the collections is trained to perform the collection in the correct way. Regarding the lots, I do not have access to all the lots of tubes available in the network of service stations. ¿ how long was the blood clotted after collection? In all cases, at least 40 minutes. ¿ is the patient on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems. ¿ does the patient have any bleeding disorders? It is not a case of just one patient. 80% of tubes have these problems. ¿ if the samples were transported, were the samples recently re-spun on site? All samples are centrifuged in the laboratory. For the serum / plasma malformation incident: ¿ was the tube filled with the indicated volume? In 90% of the cases, yes ¿ how many investments were made after collection? I don't know ¿ what was the spin speed and time? 3000 rmp for 15 minutes. ¿ how long was the sample allowed to clot? At least 40 minutes ¿ does the patient suffer from a clotting disorder or is he on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems.

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that there was missing additive and fibrin formed, stopper was also coming loose during centrifuge, poor barrier separation with a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter, translated from portuguese to english: the tube has formed fibrin and the gel has been mixed with the sample leaving the sample gelatinous. The tube cap is loosening when centrifuging. The customer has had problems with the tube for some months. Customer reported that received several batches but only had this batch at the time. However, she emphasized that the batches changed but the tube was always the same. Additionally, on 2020-09-10 the bd sales consultant provided the following additional information: the stoppers come loose inside the centrifuge; formation of fibrin impairing aspirating of the equipment the gel mixes with the sample; the material does not separate completely, leaving a thick layer of red blood cells on the wall of the tubes. For the fibrin formation incident: ¿ was the tube mixed correctly after collection? What is the batch and catalog of the product? Every nursing team that performs the collections is trained to perform the collection in the correct way. Regarding the lots, I do not have access to all the lots of tubes available in the network of service stations. ¿ how long was the blood clotted after collection? In all cases, at least 40 minutes. ¿ is the patient on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems. ¿ does the patient have any bleeding disorders? It is not a case of just one patient. 80% of tubes have these problems. ¿ if the samples were transported, were the samples recently re-spun on site? All samples are centrifuged in the laboratory. For the serum / plasma malformation incident: ¿ was the tube filled with the indicated volume? In 90% of the cases, yes ¿ how many investments were made after collection? I don't know ¿ what was the spin speed and time? 3000 rmp for 15 minutes. ¿ how long was the sample allowed to clot? At least 40 minutes ¿ does the patient suffer from a clotting disorder or is he on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems. H.6. FDA device problem code(s): 1354, 2306, 1535 h.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and hemolysis with the incident lot was observed. Bd was unable to observe poor barrier separation or stopper pop off. Additionally, retention samples of the incident lot were evaluated under a both visually and in clinical study. In the visual observation of retention samples, it was not possible to observe any failure in the presence of additive or clumps of additive and there is also the presence of gel with the correct angulation. Clinical evaluation: all analytes demonstrated clinically acceptable performance for all visual observations evaluated. In addition, results for cell sensitive analytes demonstrated clinical equivalence and hemolysis index showed no statistically significant difference between the evaluation and control tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of fibrin through corrective and preventive actions, CAPA#1654520. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was missing additive and fibrin formed, stopper was also coming loose during centrifuge with a bd tube sst plh 13x100 5.0 plbl gold br. The following information was provided by the initial reporter, translated from portuguese to english: the tube has formed fibrin and the gel has been mixed with the sample leaving the sample gelatinous. The tube cap is loosening when centrifuging. The customer has had problems with the tube for some months. Customer reported that received several batches but only had this batch at the time. However, she emphasized that the batches changed but the tube was always the same. Additionally, on 2020-09-10 the bd sales consultant provided the following additional information: the stoppers come loose inside the centrifuge; formation of fibrin impairing aspirating of the equipment the gel mixes with the sample; the material does not separate completely, leaving a thick layer of red blood cells on the wall of the tubes. For the fibrin formation incident: was the tube mixed correctly after collection? What is the batch and catalog of the product? Every nursing team that performs the collections is trained to perform the collection in the correct way. Regarding the lots, I do not have access to all the lots of tubes available in the network of service stations. How long was the blood clotted after collection? In all cases, at least 40 minutes. Is the patient on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems. Does the patient have any bleeding disorders? It is not a case of just one patient. 80% of tubes have these problems. If the samples were transported, were the samples recently re-spun on site? All samples are centrifuged in the laboratory. For the serum / plasma malformation incident: was the tube filled with the indicated volume? In 90% of the cases, yes. How many investments were made after collection? I don't know. What was the spin speed and time? 3000 rmp for 15 minutes. How long was the sample allowed to clot? At least 40 minutes. Does the patient suffer from a clotting disorder or is he on anticoagulant therapy? It is not a case of just one patient. 80% of tubes have these problems.